Event description:
Allegedly, during a lap chole procedure doctor removed grasper and noticed pads that go on grasper ends were missing. Doctor was unable to locate them. Due to complications in the procedure, the doctor switched to an open procedure and looked for the silicone pads again; she was unable to locate them. The doctor completed the procedure. The doctor has no plans to go back in and try to retrieve pads; she believes the pads did not present any potential for injury if left in the pt.

Manufacturer narrative:
A pack of 10 replacement pads come with each grasper. The hospital contact asked if the pads were supposed to be replaced. It appears that they had not replaced the pads on this instrument in some time so pads may have come off due to wear and tear of long usage. I advised hospital to change them out regularly as soon as they show wear.